Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 1 false negative sars result. Customer states they were positive by urgent care test (method and time between testing unknown). Further contact with the customer to gather more information is not possible.